Manufacturer narrative:
Insulin pump was received with detached end cap, cracked battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker. No damage found inside the pump. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken on the back. The inside of the insulin pump was exposed. Customer's blood glucose level was 187 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.